Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-11, additional information was received from foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hcp was not aware of hyperbaric treatment with the patient. They would inquire at the next refill if the patient was active in scuba diving.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the pump exterior had a concave shield that affected in-vivo function caused by an undetermined root cause. Analysis also confirmed the abnormal noise. Analysis did note the complaint of a "clang noise" heard coming from the pump. During analysis, it found that while heated to body temperature, the pump would be convex at the lower shield and while at room temperature, the pump would be concave at the lower shield. While it was convex, state technician was able to press in the lower shield creating a popping sound.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (concentration 20mg/ml, dose 10.135 mg/day) and catapressan(clonidine) (concentration 30mcg/day, dose 15.202 mcg/day) via an implantable pump. A loud noise (clang) in the pump was reported, it was noted that the patient did not trust the pump therapy. The event occurred on (B)(6) 2016 during post-op. No factors were known to have led or contributed to the issue. Diagnostics/troubleshooting were performed; the pump was refilled to verify normal functionality of the pump. The volumes were noted to be normal in relation to the physician programmer and pump. No symptoms were mentioned. Surgical intervention was done due to lost confidence with the actual pump. The pump was explanted on this report date and replaced. The explanted pump would be returned. It was noted that during explant, the neurosurgeon triggered the loud noise (clang) by pressure on the pump. After the cleaning procedure, the noise could not be reproduced but the health care professional remarked that there was physical change on the back part of the pump. The pump was put under warm water to verify outcome. The clang noise was triggered again. At the time of this report, the issue was resolved and patient status was alive ¿ no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.